Event description:
It was reported that the pt's pump alarm was sounding. The pt began showing symptoms of intermittent shaking, confusion, and being "hyped up" in 2008. The pt's symptoms were occurring over the entire system and became worse on two days later, when the pt was taken to the ER. The pt was sent home the same day. The pt was given one oral baclofen pill, but they couldn't tell if the pt's status had changed. It was not clear, if the oral baclofen had been given at the ER or at home. The pt was at home at the time of the report and pt status was undetermined. It was reported by health care professionals that the alarm was confirmed by telemetry. A critical alarm was occurring and the pump was in safe state. An error had occurred indicating low battery. It was indicated that this was the second time that this had occurred after being reprogrammed out of safe state. It was reported that the pt also experienced a loss of the therapeutic effect and went into withdrawal following the pump issue with safe state/reset and pump being in minimum rate mode. The physician reprogrammed the flex pattern, silenced the alarms and verified that all other programming was correct. The pump contained baclofen 2000 mcg/ml; the pt was receiving 13.2 mcg/day while the pump was in safe state. The flex program was programmed to deliver 1472.8 mcg/day which was the intended dose. The pt was to be given oral supplemental medication and instructed on what to do in the event that the critical alarm occurred again. It was indicated that the pump would be replaced. On fifteen days later, it was reported that the pump had not yet been replaced and had begun to alarm again.